Event description:
Patient having a lateral/posterior spine procedure. The first part (lateral) was completed, correct count, sutured. The patient was re-positioned for the posterior part of the procedure and images were obtained for level verification. On those images there was a small triangular object noted, and it was concluded that the object was a retained tip of the globus screwdriver used to tighten the pedicle screws. Under fluoroscopic guidance, the foreign body was located and successfully removed from the patient. The foreign body and malfunctioning globus instrument piece were sequestered in the operating room. Final x-ray confirmed that the foreign object was no longer in the body and that there were no retained objects.

Event description:
Patient having a lateral/posterior spine procedure. The first part (lateral) was completed, correct count, sutured. The patient was re-positioned for the posterior part of the procedure and images were obtained for level verification. On those images there was a small triangular object noted, and it was concluded that the object was a retained tip of the globus screwdriver used to tighten the pedicle screws. Under fluoroscopic guidance, the foreign body was located and successfully removed from the patient. The foreign body and malfunctioning globus instrument piece were sequestered in the or. Final x-ray confirmed that the foreign object was no longer in the body and that there were no retained objects.